Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) would keep on rebooting on it's own. The bme said that it would boot up and in windows, it would give an error message " a problem had been detected and windows must shutdown to protect the computer" and then the cns would turn off and then reboot and give them the same error message again. No patient harm was reported. Troubleshooting with nihon kohden technical support did not resolve this issue, so customer returned the device to nihon kohden for service. Service requested: customer returned this device to nihon kohden repair department, the unit was cleaned and decontaminated. Nkrd found that the unit had no beep sound when powered up, and confirmed the reported issue of unit rebooting on it's own. The mother board was failing and needed to be replaced due to age. Nkrd replaced the motherboard and tested the unit and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt#:1. On (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt#: 2. On (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would keep on rebooting on it's own. The bme said that it would boot up and in windows, it would give an error message " a problem had been detected and windows must shutdown to protect the computer" and then the cns would turn off and then reboot and give them the same error message again. No patient harm was reported. Troubleshooting with nihon kohden technical support did not resolve this issue, so customer returned the device to nihon kohden for service.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) would keep on rebooting on it's own. The bme said that it would boot up and in windows, it would give an error message " a problem had been detected and windows must shutdown to protect the computer" and then the cns would turn off and then reboot and give them the same error message again. No patient harm was reported. Troubleshooting with nihon kohden technical support did not resolve this issue, so customer returned the device to nihon kohden for service. Service requested: customer returned this device to nihon kohden repair department, the unit was cleaned and decontaminated. Nkrd found that the unit had no beep sound when powered up, and confirmed the reported issue of unit rebooting on it's own. The mother board was failing and needed to be replaced due to age. Nkrd replaced the motherboard and tested the unit and returned to the customer. Correction the unit was scrapped due to the mother board was no longer availble to replace in the device and customer opted for an exchange unit to be shipped to them. Investigation summary: root cause for spontaneous shutdown or spontaneous rebots are triggered by either a power loss or a hardware failure. As this device was returned to nihon kohden and inspected it was determined to be due to the hardware motherboard in the aging device. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional manufacturer narrative-service requested: correction customer's device was not repaired and returned but was scrapped and exchange unit shipped to customer.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would keep on rebooting on it's own. The bme said that it would boot up and in windows, it would give an error message " a problem had been detected and windows must shutdown to protect the computer" and then the cns would turn off and then reboot and give them the same error message again. No patient harm was reported. Troubleshooting with nihon kohden technical support did not resolve this issue, so customer returned the device to nihon kohden for service.